Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen internal battery needs to be replaced to address the issue. The device's muffler assembly and air foam inlet filter will be replaced due to preventive maintenance.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.